Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal bupivacaine 12 mg/ml at 5.150 mg/day and dilaudid 100 mcg/ml at 42.99 mcg/day via an implanted pump. It was reported the pump was replaced on (B)(6) 2020 and the customer discarded, and it would not be returned. The catheter remained implanted. The patient reported, ¿"my pump gave out on me two times. It hasn't been working properly and overdosed me twice. The np had to take the drug out of the pump after my refill and then put it back in." It was also reported it was unknown about a possible pocket fill. Regarding environmental/external/patient factors that may have led or contributed to the issue included ¿I think this happened because of my atv riding. I think the atv did this to my pump.¿ it was reported upon interrogating the pump; no motor stalls or alarms were noted. It was unknown why pump replacement occurred. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of bupivacaine and dilaudid via an implantable for spinal pain. It was reported the patient's pump malfunctioned the night before (on (B)(6) 2020). The patient stated this was the "second time the pump has almost taken my life," {please refer to MFR report number 3004209178-2019-17100 regarding the previous event}. The patient stated they were rushed to the emergency room. The patient's heart plummeted, they lost feeling in their legs and fingers, and kept passing out. The patient stated the nurse practitioner who manages their pump went to the ER. It was reported the medication was removed from their pump and the patient overheard that there was supposed to 18 ml and the healthcare provider removed 16 ml. The patient stated the missing 2 ml must have dumped into her body. The hcp programmed their pump to half of what it was, and they were able to breath normally. The patient stated their heart went back to normal. The patient's last refill was on (B)(6) 2019. The patient confirmed the pump was not alarming and stated they were considering having the pump removed. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.